Event description:
While doctor was operating from the console during a rectopexy, the davinci system faulted. After the system was rebooted as instructed by the davinci system, the fault was still occurring. Davinci staff was called and recommended a hard reset of the patient cart or to do with operation without the malfunctioning arm.